Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode/determined it had undergone resets and that bradycardia therapy remained available. The system resets occurred during a telemetry session and other transient elevated power states and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) alerted for safety mode switch during device interrogation. It was recommended to have the device replaced within seven days, however the patient's caregivers requested hospitalization and monitoring until the device replacement procedure. The crt-p is expected to be returned for analysis after explant. At this time, the device remains in service. Additional information received advised this crt-p was explanted and replaced with a boston scientific implantable pacemaker. The explanted device will return for analysis. Outside of the revision, no adverse patient effects were reported. The device has been returned for analysis.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) alerted for safety mode switch during device interrogation. It was recommended to have the device replaced within seven days, however the patient's caregivers requested hospitalization and monitoring until the device replacement procedure. The crt-p is expected to be returned for analysis after explant. At this time, the device remains in service. Additional information received advised this crt-p was explanted and replaced with a boston scientific implantable pacemaker. The explanted device will return for analysis. Outside of the revision, no adverse patient effects were reported.